Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer disconnected the auxiliary cabinet from the main cabinet to isolate the failure, then reconnected it. Removed the back panel on the auxiliary cabinet and disconnected the bus cable from the cubie drawers, connecting them one at a time to identify the faulty drawer. Removed the back of the drawer and disconnected the retractor band. Located the defective drawer, removed the drawer controller board, and replaced it. Reassembled the drawer, reconnected the bus cable to all drawers, and powered up the station. Logged into hardware test application (hta), tested the drawer and cubies, and had the customer verify functionality by performing inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device did not power on despite pressing the power button and unplugging and reconnecting the unit, and the device appeared offline on rss. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.